Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse attempted to recreate the issue and felt resistance on horizontal movements with right master tool manipulator (mtmr) on the surgeon side console (ssc). No issue was felt on other ssc and issue persisted when moving to different arms on the patient side cart (psc). Fse replaced mtmr. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the reported complaint. Upon reviewing the system logs, the resistance was found pointing to the axis 1 motor and mechanical cable on the mtm. Upon visual inspection, no issues were found that would be related to the reported event. The mtm passed all tests on an in-house system. The complaint was confirmed based on field evaluation and failure analysis. The probable root cause is attributed to the axis 1 motor and mechanical cable on the mtm.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that master tool manipulator right (mtmr) was stuck and not working as desired. Since the procedure had a dual console setup, the surgeon elected to use the other surgeon side console (ssc) to continue with the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the mtm movement had resistance and did not function properly. It was not safe for surgery.